Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed the device performed four low supply pors (power on resets). The pors could not be reproduced during further testing and no anomalies affecting the device performance were observed. The cause could not be determined.